Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection/craniotomy and surgery for wound washout and removal of hardware. The original implantation date was unknown. It is unknown if there was a surgical delay reported. The procedure outcomes were unknown. The patient was doing well after craniotomy/resection and then wound washout and removal of hardware. This complaint involves four (4) devices.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot manufacturing location: (B)(4) / inspected and released by: (B)(4). Release to warehouse date: sep 28, 2018. Expiration date: jul 28, 2020. Part number: 615.05.01s, cranios reinforced fast set putty 5cc ¿ sterile. Lot number: ds7000999 (sterile). Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns061656 rev t, met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated sep 17, 2018 was reviewed and determined to be conforming. Sterility parameters documented on certificate were reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review jul 29, 2020: DHR reviewed. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, because of postoperative complications of drainage from the wound, the patient underwent for a surgery after 374 days for wound washout and removal of all hardware. It was the follow-up of craniotomy/resection. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. This complaint involves an unknown number of devices. This report is for (1) cranios reinforced fast set putty 5cc-sterile. This is report 1 of 1 for (B)(4).